Event description:
It was reported that when using the bd pyxis¿ medbank tower application froze after restocking. However, there were no delay, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was frozen. A technical support specialist (tss) reset the cubex application, which resolved the issue. The system functioned after the technical support specialist troubleshot the device.